Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection could not be performed as no sample was returned for analysis. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined. A device history record review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: single lumen PICC insertion via right brachial vein. Uncomplicated vessel access but unable to advance PICC once reached axillary line. Multiple attempts made to advance PICC including, repositioning of arm, head position, valsalva maneuver and flushing whilst inserting. PICC and stylet removed and 80cm nitinol wire placed into PICC. PICC with stiffening wire also unable to be advanced past obstruction. PICC inserted to 31cm depth. Chest x-ray post insertion showed PICC tip located in brachiocephalic vein. Referred to radiology for PICC repositioning.